Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in a good condition with cracked screen. Event log review was performed and found no evidence of reported problem. The device was powered up, testing was performed, and the device passed all testing. No issues were found with a constant alarm. The customer's reported problem could not be duplicated. No further action will be taken at this time. The source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited constant alarm with no error code displayed. No reported adverse effects.